Event description:
It was reported that the during (isms) bd clinical consultant on site unit rounds surgical care unit staff rn communicated past issues with channel disconnections, requiring the clinician to restore the infusion, power cycle the device or replace module and manually reprogram. These were past events, modules were not sequestered and no serial numbers are available for device return. There was a patient involvement however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.